Manufacturer narrative:
H6: during the course of an unrelated complaint investigation, ventec was able to obtain the facility name, address, phone number and email address for the initial reporter of this event. Section e1 has been updated, accordingly. The copy of medwatch # mw5168264 [this event] was heavily redacted by the FDA. The ventec complaint handling unit manager contacted the initial reporter in order to obtain additional information about the event reported in mw5168264. The initial reporter provided ventec with the device¿s serial number from this event. Sections d4 serial number, d4 primary UDI number and section h4, date of manufacturer, have all been updated, accordingly. Following the interview with the initial reporter, ventec reviewed historical complaint data related to the serial number involved in this event and discovered that the event had been reported to ventec by a service technician from the same facility as the initial reporter. The initial reporter was able to confirm that this was, in fact, the same patient event. That investigation was completed and submitted to the FDA via medwatch report # 3013095415-2025-00480. As a result of that investigation, the following sections of this medwatch report have been updated accordingly: a2 dob, a5 ethnicity, a6 race, d9 device available for evaluation, d9 date returned to mfg, h6 component code, h6 type of investigation, h6 investigation findings and h6 conclusions. Medwatch report # 3013095415-2025-00480 concluded the following: ¿h6: ventec received the device for evaluation and downloaded its electronic records (system logs) for analysis, where the reported issue of an unexpected loss of power was confirmed. While testing the device, however, ventec was unable to reproduce the reported issue. Ventec replaced the internal flow transducer (ift), ift cable, and control board to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift, ift cable and control board, however, further cause could not be conclusively determined.¿

Manufacturer narrative:
H6: the serial number of the device involved in this event was redacted from medwatch report # mw5168264. As a result, section d4, serial # and d4, primary UDI number, are both ni, and section h4, device mfg date, shall be be left blank. Additionally, no contact information for the initial reporter was provided in the medwatch report, therefore ventec is unable to follow-up with the reporter. Currently there is no information suggesting that the initial reporter has contacted ventec to report the issue or request an RMA. To the best of ventec's knowledge, the device involved in the event has not been returned for an evaluation. Due to the lack of information available, ventec is unable to investigate the reported issue further. The cause of the reported issue could not be determined.

Event description:
The following event was reported to ventec via medwatch report # mw5168264: "caregiver of patient stated that the v-home ventilator shut off all the way while they were out and did not turn back on. Caregiver stated they confirmed the batteries were fully charged. Patient did not experience any harm, and the vent was promptly swapped out." There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided.